Manufacturer narrative:
Upon inspection and testing of the device, the noisy display (no image) was found to be caused by a disconnection of the image pickup cable. The abnormal color tone of the image was found to be caused by damage to the image pickup unit. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device met all specifications at the time of shipment. It has been over 9 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, it is likely the image issues occurred due to failure of the image sensor unit, a failure of the board inside the video connector, or a problem on the system side. However, a definitive root cause could not be determined. In addition, service found the adhesive on the bending section cover was chipped, the control section was dirty, the right/left plate was difficult to be removed, there was dirt on multiple parts of the device which was difficult to remove, and the video connector case was difficult to be removed. Scratches were observed on the bending section cover, the grip, the angle lever, the up/down plate, the right/left plate, the video connector, the light guide connector, the light guide cover glass, and the video connector case due to external factors. Per the legal manufacturer, these other device issues found by service have no potential to cause or contribute to death or serious injury if the malfunctions were to recur. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported the subject device was exhibiting an image defect. There was no patient or user injury reported due to the event. The device was returned to an olympus service center for evaluation. Upon inspection and testing of the returned device, the display was noisy, there was no image, and the color tone of the image was abnormal. This report is being submitted for the malfunctions found during evaluation of the device (noisy image, no image, and abnormal color tone). Additional details have been requested regarding the reported issue. At this time, no additional information has been provided.